Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The foreign patient's mother did not report any injury or medical intervention.